Manufacturer narrative:
The referenced short to shield was reported under medwatch MFR report # 2916596-2018-04998. Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad had a tear in silastic near the metal on the driveline connector. The lvad was also diagnosed as having short to shield. The customer requested a clamshell repair at the patient¿s next visit.

Event description:
Additional information was received 05mar2019: the event had no adverse impact on the patient. A clamshell repair is scheduled for (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the center reported that the patient was noted to have a tear in the silicone jacket of their driveline, near the metal on the driveline connector. The provided photograph confirmed a tear in the silicone jacket of the driveline approximately 0.5¿ from the proximal end of the metal connector; however, a specific cause for the tear could not be conclusively determined through this evaluation. It was reported that there was no adverse effect on the patient. A clamshell repair was performed on (B)(6) 2019 under work order # (B)(4). The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section of the hmii patient handbook. The heartmate ii patient handbook also contains section on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019 technical support was on site to perform a clamshell repair.